Manufacturer narrative:
(B)(4)

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in the non-tortuous and non-calcified vessel in the left arm. A 10.0 x40 75cm gladiator¿ balloon catheter was advanced to dilate the lesion. However, during the first inflation at 8 atmospheres, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified beginning approximately 6mm proximal to the proximal end of the proximal markerband and extending approximately 53mm distally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination found no issues with the markerbands or tip of the device. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were noted with the device during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in the non-tortuous and non-calcified vessel in the left arm. A 10.0 x40 75cm gladiator balloon catheter was advanced to dilate the lesion. However, during the first inflation at 8 atmospheres, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.